Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer's mother was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.